Manufacturer narrative:
There has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-fg-10s insert, the water flow was not good and the insert overheats; no injury resulted.

Manufacturer narrative:
Insert meets temperature specification. Insert was found to have a leak around the o-ring area. Insert is out of useful life. Insert maintenance in the field is unknown.